Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: a review of the black box and alarm history showed a call service 012 alarm. The rewind, load, and prime testing and 24 hour testing passed without any alarms. Unrelated to the original complaint, the battery compartment was c racked below the grip pad. The returned battery cap was able to fit to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed a call service 012 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The complaint of a call service 012 alarm could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was able to fit.